Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture at high outputs and high impedances. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.